Event description:
The device was not a factor in the pt's death. The allegation was that retrospective data was missing that was now not available for review after the death.

Manufacturer narrative:
The customer reported that the info center did not store any trend or wave review data for a specific pt. There was no indication of any delay in therapy for this pt or any problem with monitoring. The pt expired but the device was not a factor in the death. The customer noted that "?" Were posted next to the trend review data columns. One sector was affected by this issue. The customer discharged and did not save the pt's history but the log files were captured by field service engineer (fse). The fse determined that the database server (dbs) had stopped communicating with the intellivue central station. Simulated alarms would ring and display at the central but the alarm event would not store in the dbs. The fse restarted the database server to resolve this issue. The logs were analyzed by current product engineering (cpe) engineer, who found that the logs showed the message "another thread already has this flat file opened for write". Which means that data could not be written to a file for wave review during this time frame which would lead to gaps in review data as described by the customer. Of note, it would be expected that when this message occurs, the device would detect the condition and perform a reset after which data would begin to be written to the file once again. In this case, that did not occur spontaneously but the reason for this remains unk. The issue was resolved by a restart of the database server. We will consider that the issue has been resolved and represents a one-time malfunction of the device, the cause of which remains unk. Since this does not impact real-time monitoring, no further investigation or action is warranted.